Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1: initial reporter. G3: report source.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Mw5091117.

Event description:
Sus voluntary event report received stating: report number: mw5091117. Event description: "pt came in for an elective angiogram in cath lab while attempting to deploy the perclose, the device was unable to advance or be retracted. The patient then was required to go to operating room for an emergency removal of the device." No additional information was provided.